Event description:
Insulet omnipod wearer. Many device batches had "bad adhesive" or "bad devices" in which, reported online, toxic acrylic was either in the pod body itself or the pod adhesive. This caused many to have bad skin reactions included redness, irritation, itching, welts, etc. A bodily reaction to the change in MFR (guessed!). This was horrible experience that left rashes and marks for weeks. Customer service was unhelpful and even though I requested the corporate offices to get in touch, over 6 months later, they never have. (Many requests they get in touch.) Never did I get a notice letter, or an apology or an official explanation of what happened. Does not appear that this was self reported in maude. (Or otherwise) does not appear to be reported, as required, in their 10-k sec forms. Very uncool, unprofessional and I want a settlement. (B)(6).